Event description:
It was reported that during the implant procedure, the rv lead was unable to be inserted into the device header. The device was replaced.

Manufacturer narrative:
UDI (di): (B)(4). The reported inability to insert the lead was not confirmed in the laboratory. The device was tested on the bench and test leads were inserted and all set screws were properly tightened. The cause of the field event could not be determined.